Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('heavy abnormal bleeding') in a female patient who had essure (batch no. 12473563, 901327) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on an unknown date plaintiff underwent essure confirmation test via hysterosalpingogram. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and back pain ("low back pain"). The patient was treated with surgery (even forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, fatigue and back pain had resolved and the vulvovaginal pain, bladder disorder, urinary tract disorder and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. Lot number:12473563. Manufacture date: 2010-12. Expiration date: 2013-11 . Lot number:901327. Manufacture date:2011-09. Expiration date: 2014-09 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-may-2019: quality-safety evaluation of ptc. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('heavy abnormal bleeding') in a female patient who had essure (batch no. 901327,12473563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on an unknown date plaintiff underwent essure confirmation test via hysterosalpingogram. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and back pain ("low back pain"). The patient was treated with surgery (even forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, fatigue and back pain had resolved and the vulvovaginal pain, bladder disorder, urinary tract disorder and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record received. Events: abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, migraines, headaches, fatigue, low back pain was added. Event outcome was updated for the events: pelvic pain/pain, abdominal pain, severe cramping, low back pain, heavy abnormal bleeding, abnormal bleeding (vaginal, menorrhagia), migraines, fatigue. Lot number was added. Reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (even forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.